Manufacturer narrative:
No check setting alarm was noted during testing. The pump passed displacement test, rewind, basic occlusion test and prime test. The pump was received stuck in motor error loop during bolus delivery. A motor position encoder error alarm was present in the alarm history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 127+ mg/dl. The customer stated that she filled her reservoir and received a motor error. The customer stated that she took the reservoir out and put the reservoir back in and she received check settings. The customer stated that the motor error occurred more than once. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.